Event description:
The device was explanted due to an infection. Further, the electrode array was seen extruded in the external auditory canal (eac). The recipient was hospitalized for 3 weeks and was treated with antibiotics. As per device explant report form the device housing was slightly rotated at explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the electrode lead into the external ear canal. In addition, during removal surgery, it was noticed that the implant housing moved slightly from its intended position. This is a final report.

Event description:
The device was explanted due to an infection. Further, the electrode array was seen extruded in the external auditory canal (eac). The recipient was hospitalized for 3 weeks and was treated with antibiotics. As per device explant report form the device housing was slightly rotated at explantation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the electrode lead into the external ear canal. In addition, during removal surgery, it was noticed that the implant housing moved slightly from its intended position. The concerned device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to an infection.